Event description:
On (B)(6) 2025, bvi received a complaint regarding an incident involving a cannula used during a cataract procedure. According to the report, the cannula became detached from a 3 ml syringe during hydrosuture, resulting in it being propelled into the patient's eye. The patient sustained a retinal hemorrhage, implant dislocation, and corneal edema, all of which required surgical intervention (vitrectomy). The complaint was initially received for procedural pack 588039 - pack "drapage" - institut ophtalmologique de picardie - gcs, lot #3547879. However, the customer specified that the cannula was the component involved in the incident. Therefore, this report is submitted for the affected component.

Manufacturer narrative:
During a cataract procedure, the cannula became detached from a 3 ml syringe during hydrosuture, resulting in the cannula being propelled into the patient's eye. The patient experienced retinal hemorrhage, implant dislocation, and corneal edema, which required surgical intervention (vitrectomy). The bvi quality assurance department has followed its internal procedures to investigate the complaint. The investigation included a review of current process controls and the DHR. All manufacturing operations were recorded, and all signatures and dates were present. No nonconformities were identified in the manufacturing process for the affected product. No samples were returned from the customer for further review. The evaluation of this complaint was performed based on available information from the customer and historical data of similar incidents. Following the investigation, the root cause of the failure mode has been identified as incorrect assembly technique used by the customer. Based on information provided by the customer - confirming that the syringe was filled with bss, the cannula was screwed on, and the protective sheath was removed - it appears that the issue resulted from improper assembly. Specifically, the user may have used the protective sheath to tighten the cannula, rather than hand-tightening at the cannula hub. This method can lead to an improperly secured connection, potentially resulting in detachment during use. After a thorough investigation of the complaint, it has been determined that no corrective or preventive actions will be initiated. The issue reported does not indicate a systemic or recurring problem, and no further action will be taken at this time. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor feedback from our customers and take appropriate action if an unfavorable trend is observed.